Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) exhibited a battery longevity estimate that was shorter than expected due to a longevity estimator software error. Additional information received noted the shorter than expected longevity estimate was due to a programmer software estimator error. The programmer and crt-d remain in use. No patient complications have been reported as a result of this event.